Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the patient felt incision pain and puffiness. The physician noted no sign of infection. The patient also felt the weather, the earthquake, and the security devices on the stores were affecting her stimulation. The patient had effective stimulation and good pain coverages. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.